Event description:
It was reported that the patient stated that he had difficulty inflating the device since he was cleared to do so after the initial implant surgery. He states that the bulb is hard and he can not get it to activate. The patient also indicated the recovery period was prolonged due to a post op complication. The physician and manufacturer representative were both successful in inflating the device, but the patient was unable to inflate the device. The device was auto inflating so was replaced with a new pump.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device inflation issues could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of inflation issues cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient stated that he had difficulty inflating the device since he was cleared to do so after the initial implant surgery. He states that the bulb is hard and he can not get it to activate. The patient also the recovery period was prolonged due to a post op complication. The physician and manufacturer representative were both successful in inflating the device, but the patient was unable to inflate the device.